Event description:
It was reported that the rv lead was explanted due to inconsistent high svc coil impedance of greater than 200 ohms, and noise seen on both high voltage coils with manipulation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed.